Manufacturer narrative:
The implant is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the screw broke during insertion, leaving about two-thirds of the screw shank inside the spacer and the patient. The remaining part of the screw was successfully removed.

Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3252 investigation conclusions: 18, 61 device evaluation: visual inspection confirms the head of the screw is sheared at the second to last thread. It was reported that the screw was inserted at a shallow angle. If the screw trajectory is inserted shallow, there becomes a point where the screw is being driven into the interbody spacer itself rather than into a position to seat within the screw pocket of the interbody spacer. This will lead to an increase in torque required to advance the screw as the titanium screw is interfacing with the titanium interbody spacer. When the user continues to apply increased torque to try to advance the screw while it is in the wrong trajectory and contacting the metal in the spacer, the screw will fill and shear at its weakest point; at the minor diameter of the screwhead. This shear at the second to last thread is consistent with this failure mode as that is the weakest point. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Attempting to rotate the locking mechanism over screws that are not fully seated within the interbody implant may result in damage to the locking mechanism. Possible adverse effects: initial or delayed loosening, bending, dislocation and/or breakage of device components.